Manufacturer narrative:
Inspection of the pod found the soft cannula to be damaged. An external tear was found in the soft cannula and the exposed portion was found to be kinked. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 251 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a correction was delivered.